Event description:
It was reported following a battery replacement the 2x4 pocket adaptor visibly changed positions. The adaptor was originally placed under the stimulator, but it moved. There was patient harm as the patient "suffered" from the adaptor. The patient outcome was not provided. A follow up report will be sent if additional information becomes available.